Manufacturer narrative:
H6: investigation summary: the customer returned one used sample, model 2420-0007, for investigation. The sample was reported to leak fluid, and the complaint was verified. The root cause for the leak is a vertical crack on the luer. A device history record review could not be performed because a valid lot number was not provided by the customer. The cause for the crack is unknown.

Event description:
It was reported that as lvp 20d 2ss cv leaked. The following information was provided by the initial reporter: material #: 2420-0007; batch/lot #: unknown. It was reported that the tubing leaked fluid.

Manufacturer narrative:
H6: investigation summary the customer returned one used sample, model 2420-0007, for investigation. The sample was reported to leak fluid, and the complaint was verified. The root cause for the leak is a vertical crack on the luer. A device history record review could not be performed because a valid lot number was not provided by the customer. The cause for the crack is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. H3 other text : see h.10.

Event description:
It was reported that as lvp 20d 2ss cv leaked. The following information was provided by the initial reporter: material #: 2420-0007 batch/lot #: unknown it was reported that the tubing leaked fluid.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 2ss cv leaked. The following information was provided by the initial reporter: material #: 2420-0007. Batch/lot #: unknown. It was reported that the tubing leaked fluid.